Event description:
It was reported to philips 3.3 volt failed, 5 volt failed, 35 volt failed, pcb adc failed during assessment on the unit. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer determined unit has 1117, 1122, 111d, 111b, 1127, and 1118 codes. Philips remote service engineer advised the customer to check all cable connections as unit is a rental unit and travels via truck back and forth from customer sites. Philips remote service engineer advised the customer that unit may have a faulty pm or mc pcb and to try swapping them in from another unit. Philips remote service engineer advised the customer that the 1122 code could be a result of the inlet and cooling filters being occluded. Customer to perform all repairs as needed and will call back only if further assistance is needed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. This file is closed and can be reopened if additional information is received from the customer.